Event description:
On 11/9/1998, the international distributor informed the MFR via a faxed report of the following: winged infusion set noted to be blocked-discarded. A second winged infusion set was flushed prior to insertion and also found to be blocked. The second infusion set is available to be returned to the MFR for analysis. No further details were provided.